Event description:
It was reported that they called to state that this arctic sun device was failing calibration for an error 2(pre-warm inlet pressure error). The expected pressure was -7.0, actual was -5.5. Per review of wo, they discussed with them that this was likely indicative of a failing circulation pump. Discussed the 2000-hour depot service and spare part options. Stated they would discuss options with management. Per follow up information received via phone on 09jul2025, biomed getting calibration error 2. Per additional information updated from ttm on 16jul2025, biomed would like to send device in for replacement of the circulation pump and a calibration.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause identified as a circulation pump failure. The expected pressure was -7.0, actual was -5.5. Per review of wo, they discussed with them that this was likely indicative of a failing circulation pump. Discussed the 2000-hour depot service and spare part options. Stated they would discuss options with management. Per follow up information received via phone on 09jul2025, biomed getting calibration error 2. Per additional information updated from ttm on 16jul2025, biomed would like to send device in for replacement of the circulation pump and a calibration. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: b, d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that this arctic sun device was failing calibration for an error 2 (pre-warm inlet pressure error). The expected pressure was -7.0, actual was -5.5. Per review of wo, they discussed with them that this was likely indicative of a failing circulation pump. Discussed the 2000-hour depot service and spare part options. Stated they would discuss options with management.